Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin flow blocked alarm. The customer's blood glucose value was 260 mg/dl. Troubleshooting was done for insulin flow blocked alarm. The customer stated that they tried all remedies. Customer stated the tubing was not bent or kinked. The customer was advised to replace the insulin pump and to revert to the back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm or prime/fill anomaly noted during testing.